Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Previous device diagnostic testing approximately 10 months earlier was within normal limits, indicating proper device function at that time. It was reported that the pt had not suffered any recent injury or trauma that may have damaged the ncp system, but that the pt uses a pulsating air chest vest to get secretions out of their lungs. The vest sends a pulsating pressure of air continuously over the pt's chest. Review of x-rays by neurologist did not reveal any obvious discontinuities in the ncp system. The pt underwent ncp system replacement surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.